Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l 23cm catheter was returned for evaluation and one photo was provided for review. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. The tissue cuff was intact and had residue. Under microscopic observation, the matted tissue cuff was noted to have missing tissue cuff material in some areas. The photo shows the glidepath dialysis catheter placed inside a package. The investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2024). H11: h6 (method, result, conclusion) . The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and nine days post dialysis catheter placement, the catheter allegedly expelled out with no fibrosis and the catheter allegedly came out spontaneously from patient's body. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that one month and nine days post dialysis catheter placement, the catheter allegedly expelled out with no fibrosis and the catheter allegedly came out spontaneously from patient's body. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.